Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a low battery message for patient's ipg displayed on external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received confirmed the ipg was replaced to address the issue. No complications occurred during the procedure and therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.